Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps cable broke during use (it did not fall inside the patient). It was not replaced by another instrument of the same type, at the surgeon's discretion, as it was at the end of the surgery. The procedure was completed with no reported injury.